Event description:
It was reported that a patient underwent an ion endoluminal lung biopsy procedure and experienced an ischemic stroke allegedly caused by brain metastasis (cancer spreading to the brain). Intuitive surgical inc. (Isi) contacted the physician's assistant (pa) and additional information was obtained about the complaint: the ion procedure went well and the patient was stable intra-procedurally, but about an hour or two after the procedure the patient had a stroke and brain bleeding. The physician informed the pa that they do not believe this event was related to ion and the pa reported that the tumor board at their site came to a consensus that the patient's stroke was due to metastasis. The patient reportedly has a history of cancer and metastasis throughout their body. The pa reported that the patient was hospitalized for about two weeks after the ion procedure and received steroids to assist in their recovery. The patient was then discharged home.

Manufacturer narrative:
Based on the information provided, the cause of the reported complication has been determined by the customer to be related to the patient¿s medical history. There is no allegation that a malfunction of an ion system, instrument, or accessory occurred. Therefore, no product is expected to be returned. A follow-up MDR will be submitted if additional information is obtained. The system logs were reviewed for the ion system (B)(4) on the procedure date of (B)(6) 2021 by an intuitive surgical, inc. (Isi) senior failure analysis engineer: no relevant errors were observed during this procedure. No image or video clip for the reported event was submitted for review. A review of the site's complaint history does not show any additional complaints related to this product and/or this event. This event is being reported due to the following conclusion: after undergoing an ion endoluminal lung biopsy procedure, the patient experienced a stroke and was hospitalized for two weeks with steroids administered before being discharged home. It is unknown at this time to what degree, if any, the ion system and products caused or contributed to this event.